Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Impella cp was inserted via the right femoral artery in an 83-year-old female patient undergoing protected percutaneous coronary intervention. A hematoma was noted prior to placement of the impella peel-away sheath and was reported to worsen following removal of the peel-away sheath and placement of the repositioning sheath despite adherence to recommended securement practices. The surgeon reported that the arterial access site was likely high. At the time of the event, the patient was receiving antiplatelet therapy and had a reported act of 346 seconds. The patient was taken to the operating room for femoral cutdown, and blood products were administered. Hemostasis was achieved following impella removal with surgical repair and closure of the right femoral artery. The patient survived through explant. The reported retroperitoneal bleed and hematoma occurred in the setting of large-bore femoral arterial access, preceeded by a suspected high arterial stick, antiplatelet therapy, and elevated anticoagulation parameters.